Event description:
It was reported that the patient did have concerns with their device or therapy because their device only lasted three years, but they were working with their doctor or manufacturer representative. The patient also noted that they did not have concerns and received assistance from their doctor or manufacturer representative. No interventions or outcome were reported related to this event. Additional follow up is being conducted to obtain this information. If additional information becomes available, a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v952224, implanted: (B)(6) 2012, product type: lead.(B)(4).